Event description:
A patient reported that the touchscreen was often unresponsive. There was no adverse impact to the customer¿s blood glucose level. The customer declined further troubleshooting, and no additional actions were taken by technical support.